Event description:
A pt reported getting a low, possibly inaccurate, result with a surestep meter. Pt has a history of diabetes mellitus of one-year duration and started using ss meter on event date. On event date pt had blood glucose reading of 125mg/dl. Two hours later pt had a blood glucose of 40mg/dl. Paramedics were called and found pt blood glucose 285mg/dl on unknown meter. Pt was transferred to hosp where blood glucose was 118mg/dl. Pt was admitted to hosp and discharged 3 days after event date. Pt is reportedly not taking any medications for their diabetes. Pt refused to provide any further info to lifescan rep.